Manufacturer narrative:
(B)(4). D10: cat# 650-0662, delta ceramic fem hd 36/+3mm. Cat# 010000664, lot# 7045233, g7 pps ltd acet shell 54f. Cat# 30103606, lot# 65099805, 36mm i.d. Size f neutral liner. Product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00407.

Event description:
It was reported that the patient had a left total hip arthroplasty approximately 1.5 years ago. Right after surgery, the patient reportedly experienced cognitive decline and constant syncope with the feeling that something felt off and weird. Since surgery, the patient is having a constant burning pain, warmth to thigh, and a hot spot to bursa area. Additionally, the patient is experiencing difficulty with ambulation, and went from a cane to a walker, and now a wheelchair. The patient also reported inflammation in the body and the development of degenerative disc disease since surgery. The patient has been treated with pain medication and nerve ablation. It was reported that the patient will have metal allergy testing completed in the near future. No additional information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Lot identification is necessary for review of device history records, lot identification was not provided for the stem. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left total hip arthroscopy was performed with no complications noted. Approximately four years later, the patient began reporting instability, difficulty ambulating, stiffness, and pain. The patient started physical therapy and noted some improvements; however, still has pain and additional symptoms. The lab test for titanium came back negative. A revision has not yet occurred. A definitive root cause cannot be determined. The reported complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information received. It was reported that the patient also experienced muscle atrophy, effusion, stiffness, abnormal gait, decreased with severe femoral internal rotation, popping sensation with grinding, and decreased stability that required extra physical therapy. No additional information.